Event description:
Endoponch retriever broke while retrieving the ovary. Approximately 1/2cm x 1/2cm piece was left in the abdomen. Company service department stated that the product is not harmful to patient, and will be sending a letter of acknowledgement.